Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that the image quality had poor color reproduction and was distorted. The image was noisy as well. There was no other issue found for the device. This was attributed to a damaged dp board.

Event description:
As reported for this event, in the middle of an unknown procedure, the device image yielded no color with composite and y/c signals, when the camera head was plugged in to the device connector. Three camera heads gave the same no color result. There was no reported adverse impact to the patient.